Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report, and did not require third-party assistance. Technical support walked customer through pump reset so customer was able to continue to use the pump for insulin therapy, and has an alternate method of insulin therapy available if necessary.